Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify similar incidents from this lot. All available information was investigated and the definitive cause for the reported partial clip movement and tissue damage could not be determined. The reported slda was noted after the mitral valve replacement surgery and was due to the leaflet tear that had occurred in the mitraclip procedure; therefore due to procedural conditions. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The first clip (81006u188) referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report after clip deployment, clip movement was noted, tissue damage and mitral valve replacement. It was reported that the first mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 3+. One clip (81006u188) was implanted on lateral a2/p2 side, reducing mr to 1+. After the procedure, the patient was in condition. On (B)(6) 2019, during follow-up visit, transthoracic echocardiography (tte) showed mr had gradually increased from 1+ to 2+, and a new jet was seen in the central a2/p2 region. The patient had no symptoms. On (B)(6) 2019, tte was performed and mr had increased from 2+ to 3+. On (B)(6) 2019, the patient was admitted to the hospital due to worsening heart failure. There was accumulation of fluid and symptom of shortness of breath. On (B)(6) 2019, transesophageal echocardiography (tee) was performed which showed mr had increased to 4+. A tear was noted near the implanted clip and a new jet was seen due to dehiscent of mitral valve at a2/p2. On (B)(6) 2019, a second procedure was performed and one new clip (90726u101) was placed in the central a2/p2 jet with good leaflet insertion and mr reduced from 4 to 2. However, when the clip was implanted, mr worsened, and another tear occurred at the posterior leaflet. Final mr was 3+. On (B)(6) 2019, tte was performed and second clip was confirmed to have slight mobility, but a single leaflet device attachment (slda) could not be determined. On (B)(6) 2019, mitral valve replacement was performed to avoid detachment of the second clip and the risk of additional leaflet injury. Aortic valve replacement was performed too at the same time. There was not observed patient's challenging anatomy before the procedure. Although there was possibility that mitral valve had been weaken due to degeneration based on the results, it could not be determined because the physician could not confirm result of surgical operation. After mitral valve replacement, the second clip was noted to be detached from the posterior leaflet and attached to the anterior leaflet (slda). It is thought that the slda was a result of the leaflet tear of the second procedure. No additional information was provided.